Event description:
It was reported to philips that the ippc failed to boot up on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the ippc (459801122411 allura haswell ip pc no hdd) and reinstalled the software and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment. (Reference: gen2400312)